Event description:
Reportedly, the connector of the home monitor is moving and the device cannot be turned on.

Manufacturer narrative:
Evaluation summary: - expertise of the subject home monitor confirmed the reported behavior and revealed that the power supply connector was broken. - the root cause of this issue could not be determined; however, it could result from the wear of that component or from a mechanical shock.